Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 15 mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.5 mm in diameter distal right coronary artery (rca). After a 6f jr 3.5 non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilatation was performed using a 2 x 12 mm maverick balloon catheter. A 2.5 x 16 mm synergy stent was then successfully deployed in the lesion. However, a long dissection was noted proximal to the stent. A 2.75 x 32 synergy stent was then deployed to cover the dissection followed by post-dilatation using a 3 x 8 m quantum maverick balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was stable.